Event description:
It was reported that this implantable pacemaker device has a longevity of only 7.5 years in a span of 1 year. Technical services (ts) discussed that the pacemaker was standard longevity device and not an extended life. In addition, the device is pacing the atrial at 98 percent of the time, with right atrial (ra) impedance 526 ohms, and as per instruction for use, the device expected lifespan is 7.6 to 10 years roughly, so longevity of 8.5 years is meeting expectations. This device remains in service. No adverse patient effects were reported.